Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial implant,an afx occlusion and pulmonary embolism (pe) were detected. The physician elected to treat the patient by an aortobifem on an unknown date. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of right iliac to right common femoral artery occlusion. This event was most likely user related due to the off-label use. There was absence of an abdominal aneurysm, and prior endovascular repair with non-endologix products no additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
Additional information; the patient was reported as doing well and the reported event has been resolved.